Event description:
It was reported that during a thyroid procedure, the jaws were scissoring causing the clips to scissor. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary. The instrument was returned with the cam channel damaged. However, the instrument was cycled, fed, and ejected the remaining clips due to the condition of the cam channel. A design change plan for broken cam channel has been initiated. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.